Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed. A field service engineer (fse) inspected drawer 2, sub drawer 1, which was not detected on the bus. The rear panel and rear cover of the half height drawer were removed for inspection. A visual check of the retractor band revealed damage to the cables. The retractor band was replaced following proper procedure. The drawer was pulled out to access the rear area. The damaged retractor band was removed by detaching screws or clips and disconnecting the ribbon or cable harness. A new retractor band was installed in the same orientation, with cables routed straight, untwisted, and free from pinching or strain. Alignment was verified by manually opening and closing the drawer to ensure smooth movement and proper retraction without interference. The rear panel and covers were reinstalled, and all connectors were secured. No cables were binding or stretching during drawer extension. The drawer was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawers failed. User did check the cable, the back panel and did reboot the station but issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.